Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the grip, right/left knob, and switch box had a scratch, air/water cylinder and suction cylinder had no color, water tightness was lost due to damage on channel tube, bending angle in left direction did not meet the standard value due to wear of angle wire, plastic distal end cover had a dent, adhesive around objective lens had a chip, connecting tube had coating peeled, and universal cord had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope biopsy channel was leaking when fully angulated in the up direction. The device was returned for evaluation. During the device evaluation, the air/water tube, air/water cylinder, and jet tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. Based on the results of the investigation, the event, it was confirmed that the device did not meet its specifications and function. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was confirmed that the reprocessing steps were not implemented in line with the instructions for use (IFU) due to occurrence of leakage at biopsy channel which led to remained foreign material in a/w-cylinder, a/w channel, and auxiliary water channel. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure while the event occurred. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection ¿ IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope a definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.